Event description:
It was reported that the patient underwent surgery for treatment of vertebral tumor at t9. Procedure was for corpectomy. During implant of a plate, a screw was broken during insertion into the vertebrae. The screw was replaced with another. There were no patient complications.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. We are unable to determine cause of the event.